Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an upper endoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon burst while attempted to be inflated to 20mm. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 1074 captures the reportable event of balloon burst. Block h10: investigation results visual examination of the returned complaint device found the balloon ruptured and the distal tip detached. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose, such as handling of the device, the technique used by the physician and normal procedural difficulties encountered during the procedure could have resulted in the failure reported; therefore, it is possible that factors and/or conditions related to procedure during the use of the device could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an upper endoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon burst while attempted to be inflated to 20mm. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event.